Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. From the investigation, we can confirm that the implant was packed without the apical plug due to the process and therefore the packaging protocol was not completed correctly. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Investigation results concluded that the reported event was due to the packaging protocol not being followed. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
When surgeon opened package of 50 mm g7 acetabular shell to implant it, he found that there was no apical plug in the package. He implanted the shell with another apical plug from another size of 52 mm shell to complete the procedure.